Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed a battery indicator symbol. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2013 and obtained the following information. The patient tests his blood glucose 3x daily. The patient manages his diabetes with metformin pills, prandin pills, byetta injections and levemir insulin. The alleged issue began about a week prior to contacting lfs. The patient continued to administer his usual dose of oral medications; however, the patient reportedly ¿guessed¿ at his insulin before going to bed. The patient claimed he woke up sweating and was hungry. The patient took a couple glucose tablets as treatment and felt better after. The patient did not have another meter to continue testing his blood glucose. There was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on may 31, 2013 with the following findings: the meter has passed testing with no faults found. The test strips were also returned; however, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.